Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that the ventilator screen is blank. No patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a corrupted bootloader.